Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the area at the pocket incision of the patient has slightly opened since scabbed area has fallen off. No further information has been obtained.